Event description:
On 06/04/2009, the patient reported that in 2009, she discovered her insulin infusion headset cannula was bent, which resulted in elevated blood glucose readings up to 28 mmol/l (504 mg/dl). Her normal range is 6-7 mmol/l (108-126 mg/dl). Symptoms were shortness of breath. She said she disconnected from her infusion headset and performed a prime and sufficient insulin flowed from the tubing. She stated she continued to bolus insulin via her infusion device, but her readings remained elevated. She then decided to change her insulin cartridge, infusion headset and tubing. When changing her headset, she discovered the bent cannula. She said she uses only one side of her abdomen for her sites due to poor absorption, and she has scar tissue. Site rotation and management were discussed with the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.